Manufacturer narrative:
The technician indicated the facility soldered the sensor wiring to repair the bed.

Event description:
The technician indicated the cable to the left foot side rail switch sensor is cut and the wiring is exposed.